Event description:
The physician reports performing cataract surgery with implantation of the crystalens. One day postoperatively, the lens vaulted posteriorly, however, there was no decrease in bcva. The lens was explanted one week later and was successfully exchanged with a 20.75 diopter crystalens. The patient is doing well and the patient's current uncorrected visual acuity is 20/40 -2.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reportable issue. The explanted lens was returned to b+l and subjected to visual inspection and diopter power and resolution analysis. Visual inspection of the returned lens revealed tears on the haptic plates and a bent, pinched haptic. Diopter power and resolution analysis results were within specifications, and the lens was correctly labeled as an 18.0 diopter iol. The condition of the returned lens is consistent with lens damage associated with lenses that have been explanted.